Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 19:25:36. During night drain cycle five, the patient's ultrafiltration reading was 1215ml, indicating the home patient (hp) drained 1215ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Internal and external visual inspections were performed without noticing any issues. Return instrument test/evaluation (rite) functional testing was performed and no issues were found that were related to the reported problem. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles that advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.